Event description:
It was reported that during left ventricular (lv) lead implant, placement difficulty occurred. The lv was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.